Event description:
Had tummy tuck and allergan textured implants put in. I woke up from surgery with a fever. I was hospitalized 2 weeks after for infection. In (B)(6) 2017 I had an abdominal cat scan that showed worrisome for cellulitis, multiple enlarged mesenteric lymph nodes, enlarged group of ileocolic group of lymph nodes largest 1.1x0.9 cm with multiple tiny superficial inguinal lymph nodes probable reactive. I have not had a f/u imaging studies since (B)(6) 2017 regarding this issue. In (B)(6) 2017, I was hospitalized again for infection for a week. Both times I was hospitalized, I had a surgery on my breast to clean them up they said. Ended up with a PICC line and sepsis. Was released to home; however, developed c-diff. I did not recover from my original surgery until (B)(6) 2018. Since (B)(6), I have had a combination of issues. Neck pain which I've received epidurals for, with no relief, neck pain turned into back pain in the lower back. Pityriasis rosea diagnosed summer of 2018, dermatitis diagnosed summer of 2018 in a different manner. Inflammatory markers have not ever went down since original surgery. Had pubic lift and breast implant lift (B)(6) 2018. I have been ill ever since with a fatigue, depression, in general body aches, hair loss excessive thirst. I have a list of autoimmune responses my body has went through a cycle of just since (B)(6). It should also be noted on my original surgery date I was (B)(6), today I am (B)(6). Not intentional weight loss. My gp told me I need my implants out after this around (B)(6) 2018. I am currently consulting with a surgeon from (B)(6) hosp, do you have my implants out, I believe they are the leading factor in everything that has been wrong with me for the past almost two years. I was also hospitalized again around (B)(6) 2018 with a possible sepsis infection. It was not however, my breasts are red and splotchy still to this day. I wonder if anyone wants to receive my allergan implants after they are taken from my body since the FDA is recognizing now that they are causing issues. Thank you for your time if I can answer any more questions please ask.